Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 device were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were attempted to be deployed, however; the bands would not deploy. The same issue happened with the second speedband device, and the procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event.